Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a flo-gard infusion pump with a false occlusion alarm was confirmed. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. (B)(4). However, baxter will continue to monitor and report on death and serious injury (dsi) events to assess the impact on patient safety.

Event description:
The facility reported a flo-gard infusion pump with a false occlusion alarm. According to the facility, this event occurred during biomedical testing. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.